Event description:
It was reported that during a stenting of the sfa for stenosis, the device failed to completely deploy. The approach taken was contralateral using an 8f sheath and a 0.035 stiff wire for the procedure. After it was half deployed, it jammed in the delivery system and had to be pulled out of the pt partially deployed. After it was removed, the pt required a cutdown to repair the artery. The procedure was completed with another stent without incident. The pt is currently doing okay.

Manufacturer narrative:
The lot history records have been reviewed with special attn to the mfg and inspection of this prod and the prod was found to have met all specs prior to shipment. The sample has not been returned for eval to date. Based on the info rec'd, the result is inconclusive and the root cause of the event is unk.